Event description:
Us complainant reported the patient had impella cp support and during support, the patient had access site bleeding and limb ischemia. The intervention for the access site bleeding is unknown. Staff monitored the patient's limb ischemia and support continued. The patient expired after 129.08 hours of impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding and limb ischemia could not be determined since the product was not returned and insufficient clinical details were provided. H.6 code 1884 was inadverently omitted from the initial manufacturer device report number 1220648-2025-25924 and was added. Code 4641 was reported incorrectly on the initial manufacturer device report number 1220648-2025-25924.